Event description:
It was reported the devices were used for a tubulation of the stomach. It was reported by the affiliate that the devices could not be fired after being reloaded with cartridges. It was stated that the event appaeared to be a hyper lockout, but after changing the cartridges the devices still did not fire. It was reported that the nurse has been assisting the surgeon for two years, therefore "we could exclude misloading of the staple". There was no pt consequence. Three eru60 reload cartridges are being returned with the device.

Manufacturer narrative:
D6; device was not returned for evaluation.